Event description:
It was reported that the flow sensor, pressure sensor and power supply were damaged. There was no patient harm. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to provided information several errors and problems occurred on the device, but they were not specified. No exact parts were pointed as defective. No further information about the repair was provided. Device's logs were not provided for further analysis. The cause to the reported issue has not been established.